Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A non-boston scientific (bsc) guide catheter and a non-bsc guidewire were advanced into the distal posterolateral branch. Following pre-dilatation with a 1.0 x 15 mm balloon catheter and a 2.5 x 15 mm balloon catheter in the proximal-mid segment, a 32 x 2.75 mm promus premier select drug-eluting stent (des) was advanced for treatment. However, during advancement, resistance was encountered at the mid-lesion. The stent was advanced further distally; however, fracture of the proximal shaft was observed. The procedure was completed with another 2.75 mm x 32 mm promus premier des. There were no patient complications and the patient remained stable post-procedure.